Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was hospitalized due to knee pain and an epidural hematoma. It was believed that it was not device related and it was unknown what caused it. It was noted that the patient reportedly had a non-device related fall. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had several complications after the implant which were not device related and it was confirmed by the physician. It was noted that there was a hematoma but it was not confirmed if it was the causing the complications. The patient¿s lead was relocated.

Event description:
A report was received that the patient was hospitalized due to knee pain and an epidural hematoma. It was believed that it was not device related and it was unknown what caused it. It was noted that the patient reportedly had a non-device related fall. The patient underwent an explant procedure.